Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, right when the shoulder surgery was ending, the tip of a rss glenoid baseplate impactor-s broke while impacting the baseplate. No pieces fell into patient. There was no delay and the procedure was finished using the same device. Patient was not harmed.

Manufacturer narrative:
Additional information: b5 (describe event or problem) h6 (medical device problem code).

Event description:
It was reported that, right when the shoulder surgery was ending, the tip of a rss glenoid baseplate impactor-s broke on the last impaction, while impacting the baseplate. No pieces fell into patient. There was no delay and the procedure was finished using the same device. Patient was not harmed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. Visual evaluation of the rss glenoid baseplate impactor found that the distal tip on the reusable instrument was broken off. Additionally, the device was visibly worn. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. The most probable cause for the reported event is wear due to normal use. The rss glenoid baseplate impactor is a reusable instrument expected to be used across multiple surgeries. The intended use of the rss glenoid baseplate impactor is to absorb forces exerted on the glenoid baseplate, an implantable component of the reverse shoulder system, during impaction to prevent damage to the implant. The tip of the rss glenoid baseplate impactor is made of radel, a durable plastic material. However, the plastic tip of the device may fail after prolonged use or if subjected to excessive force, such as during impaction. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.